Event description:
It was reported that a major hematoma and hospitalization occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). At the completion of the procedure the patient was administered 50mg of protamine and a hematoma was observed when suturing the femoral access site. The patient became hypotensive and manual pressure was applied to the femoral access site. A vasovagal response occurred, vasopressor medications were administered, and a blood transfusion was performed. An ultrasound found no presence of a retroperitoneal bleed or pericardial effusion. The patient was transferred to the intensive case unit for recovery and computed tomography (CT). The patient remained hospitalized under physician monitoring. Seven (7) days post index procedure the patient was discharged.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that a major hematoma and hospitalization occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). At the completion of the procedure the patient was administered 50mg of protamine and a hematoma was observed when suturing the femoral access site. The patient became hypotensive and manual pressure was applied to the femoral access site. A vasovagal response occurred, vasopressor medications were administered, and a blood transfusion was performed. An ultrasound found no presence of a retroperitoneal bleed or pericardial effusion. The patient was transferred to the intensive case unit for recovery and computed tomography (CT). The patient remained hospitalized under physician monitoring. Seven (7) days post index procedure the patient was discharged.